Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose (bg) ranged from 240 mg/dl to the bg meter displaying "high". Bg was addressed by the customer changing the tubing/site and drinking water.